Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument kept getting tissue, including the bowel, stuck within the gears; the surgeon noted difficulty removing the tissue. The instrument was pulling tissue into the gears, prompting discontinuation of use; no tissue was excised, no removal issues occurred, and no media is available. A backup instrument was utilized for the remainder of the procedure. The procedure was completed robotically.

Manufacturer narrative:
Device evaluation: intuitive surgical inc. (Isi) received the force bipolar instrument associated with this complaint. Failure analysis did not confirm the reported event. The instrument was tested on an in-house system, showing three lives remaining. The instrument passed grasping, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. There was no physical damage. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h11 for follow-up information.